Event description:
It was reported during implant procedure that the right ventricular lead that the helix was repeatedly extending inadvertently. Once placed, the lead failed to capture. The lead was exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil overtorqued inside the connector region consistent with procedural damage. X-ray examination of the helix found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and overtorqued inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.